Manufacturer narrative:
Citation: roberto p short term incidence of conduction abnormalities and arrhythmias after tavi revista portuguesa de cardiologia (netherlands) volume:35,issue:1,82: apr 2016 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding short term incidence of conduction abnormalities and arrhythmias after trans catheter aortic valve implantation. All data were collected from single center between november 2014 and november 2015. The study population included 40 patients (predominantly female; mean age 81 years), all of whom were implanted with medtronic corevalve (66%were implanted with evolutr). The serial numbers were not provided. Among all patients adverse events included: left bundle branch block (lbbb), atrio-ventricular (av) block, atrial fibrillation and permanent pacemaker implantation. Based on the available information, a direct correlation was likely between the observed adverse events and medtronic product. No additional adverse patient effects or product performance problems were reported.